Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1568846). Unused waveone gold primary file 31mm has been evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke during use. The patient has been referred to hospital for retrieval. The patient wasn't injured when the file snapped.